Event description:
A malfunction alarm was reported, specifically cgm error 42, during a sensor session. There was no adverse impact to the customer¿s blood glucose level as the specific value was not reported but implied within normal range after resolution. Technical support guided the caller through resetting the pump, and the cgm error did not appear again, allowing the caller to successfully start their sensor session.